Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes nine tubes after collection were stored at -80°c, with storage the tubes broke. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 6 photos from the customer in support of this complaint. Evaluation of the photographs indicated cracked frozen tubes. Storage temperature indicated on the shelf pack label is 4c ¿ 25c. Customer is storing tubes at -80c which is classed as off label use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the storage conditions used by the customer. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes nine tubes after collection were stored at -80°c, with storage the tubes broke. No health impact or consequence reported.